Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Patient communication received. As stated "MRI for back problem discovered, replaced hip problem. Had hip problem 2010. Started having back problems in 2014. Diagnosed as sciatica. Had several injections to relieve pain, was recommended physical therapy which apparently aggravated situation. Ortho doctor discovered metal to metal replacement hip failed and was contributing metals into my blood". Update: litigation alleges injury, elevated metal ion levels in the blood, joint effusion, muscle damage, muscle weakness, scar tissue, and emotional trauma and distress. Doi: (B)(6) 2010; dor: (B)(6) 2019, unknown affected side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a device manufacturing (mre) review will not be performed even when product/lot information is known. It has been determined that, for the mom platform and related allegations an mre is not required.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect  a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4).

Event description:
Ppf alleges pseudotumor, metal wear and metallosis. After review of medical records patient was revised to addressed failed right metal on metal total hip with pseudotumor. Operative notes indicated trunnionosis as well as a large fluid collection was present. Added account name, demographic data of patient, medical history and product details of liner, head and stem in impacted products. Corrected patient's initial. Doi: (B)(6) 2010 dor: (B)(6)2019 right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.